Manufacturer narrative:
The reported over infusion issue was confirmed. The device was found to have a flow rate accuracy of 12.9% which was outside of the +/-5% specification. The device was recalibrated and tested to meet all specifications on (B)(6) 2018.

Event description:
A representative at the user facility reported an overinfusion flow rate issue with the device to zyno medical on (B)(6) 2018: " one of our recently pm pumps (B)(4) is running too high a volume it ran 30ml instead of 25ml when tested." No patient information or the event date was provided. No patient injury was reported for this case.